Manufacturer narrative:
Approximate age of device- 3 years and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted and diagnosed in (B)(6) 2014 with aspergillus niger colonization of the driveline site with drainage. The patient was unable to tolerate voriconazole or posaconazole for aspergillus infection and reported that the drainage gradually reduced over time. At the time of the event, there were no reported alarms and lvad issue along with adequate flow from the pump. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.